Event description:
It was reported that a spectrum pump displayed system error 603 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evalauted the device and found it was in specification in relation to the reported system error 603, which was not reproduced but confirmed through a review of the device event history log. No component could be identified for causality.